Manufacturer narrative:
Initial.

Event description:
It was reported that during a factory reset and setup of the ilet, the user reached the ¿press and hold¿ step, observed drops, and was unable to select ¿yes,¿ although ¿no¿ could be selected; after restarting the ilet through the app, the user restarted setup and successfully selected ¿yes,¿ with no further screen issues. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no alarms, and resolution following troubleshooting. Investigation included customer service troubleshooting and education. Investigation of this case revealed that the screen responsiveness issue was transient and resolved with a device restart, consistent with an intermittent user interface or software interaction, with no persistent hardware defect identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction resolved by software reset.